Event description:
Boston scientific received information that during a recent interrogation, this device exhibited a remaining longevity not as expected per the previous value six months prior. It was stated some programming adjustments had been previously implemented; however, the field representative inquired why the notable change in remaining longevity. Boston scientific engineering reviewed the save to disk information and provided the following information: likely during interrogation, an inaccurate charge time reading caused an inappropriate longevity estimate. Engineers stated the device should reset/self-correct it's longevity estimate post the next charge time measurement. Currently device remains implanted and in service with approximately 20 percent remaining battery. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.